Manufacturer narrative:
No 510k number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. See section d for any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision due to take place on (B)(6) 2013: left, asr xl, reason(s) for revision: pain. Update - added revision date taken from claimsuite dated 20th september 2013. Update received 3rd october, 2013. Confirmation received from (B)(6) that revision took place on the projected revision date, (B)(6) 2013, not the date provided on 20th september, 2013.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision due to take place on (B)(4) 2013 left asr xlreason(s) for revision: pain update - added revison date taken from claimsuite dated (B)(4) 2013. Update received (B)(4) 2013. Confirmation received from crawfords that revision took place on the projected revision date, (B)(4) 2013, not the date provided on (B)(4) 2013.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.